Manufacturer narrative:
Continuation of d10: product ID b35200 product type implantable neurostimulator product ID b35200: product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature citation: balachandar a, vogt lm, mithani k, et al. Status dystonicus is a distinct state characterized by pallidal beta-band activity. Nat commun. 2025;16(1):9352. Doi:10.1038/s41467-025-64416-9 reported events: 1. One patient underwent system explant due to infection. 2. Seven patients experienced episodes of status dystonicus (sd) while implanted with deep brain stimulation (dbs) systems. Four of these patients had a single sd episode while "three participants experienced multiple relapse episodes of sd." The multiple episode patients experienced 2, 2, and 3 episodes respectively. Please see the attached literature article.